Manufacturer narrative:
Evaluation summary: it has been reported that an x-ray identified the patients elbow as having premature wear approximately 7 months after implantation. The patient has not yet been revised therefore, the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity levels, type of activity are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon has discovered what looks like osteolysis and premature poly wear on the patient's latest x-ray.